Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure that the fenestrated bipolar forceps instrument had a broken conductor wire. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was broken. The detail of the damage was unknown. The damage was identified to the black electrical wire. It was unknown if it was the conductor wire (black electrical wire) or the internal wire exposed due to damaged insulation. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The patient information was not provided.